Event description:
A user facility reported that one patient sustained 2nd degree burns on their calves following hair removal treatment with a lumenis lightsheer duet laser, hs handpiece. Physician prescribed topical medications bacitracin, and biocorneum to the patient prophylactically for symptom relief. No information regarding serious injury or medical intervention to preclude permanent impairment was received.

Manufacturer narrative:
Lumenis investigated the reported events contacting the user facility to obtain patient information, treatment settings and patient photographs, however no photographs were provided by the facility. A lumenis technical expert examined the subject device and completed performance tests of all specifications concluding the device operated within manufacturer's specifications. A lumenis healthcare professional evaluated the reported event details concluding aggressive treatment settings selected in contradiction to device training and labeling by the operator of the subject device after direct sun exposure to be the probable root cause of the patient's sequela. A review of subject device lightsheer duet labeling found the following statement regarding sun exposure: "warning-sun exposure to the treatment area immediately after treatment and for one month following treatment may also increase the risk of pigmentary changes in the treatment area. Patients should be instructed to use a broad spectrum sunscreen (spf 30) on a daily basis and to avoid direct exposure to the sun."